Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon deployment to 80%, the valve appeared constrained on both the overlap and left anterior oblique (lao) views. Subsequently, the valve was recaptured into the delivery catheter system (dcs), and the system was withdrawn from the patient. A new valve and dcs were opened and prepped, and a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon. Subsequently, the new valve was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.